Event description:
Patient reported left side rupture confirmed via MRI, "capsule", left implant "looks like its coming out", headaches not device related, and nausea not device related. Device remains implanted. Patient later reported they could see the implant through the skin. Patient later reported left side capsular contracture baker grade unknown, "developed big bump on side of breast, and cyst".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "capsule", left implant "looks like its coming out", headaches not device related, and nausea not device related. Device remains implanted. Patient later reported they could see the implant through the skin.